Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report deployment difficulties. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a very leaky valve. During deployment of the second mitraclip the clip could not come off of the delivery system. After troubleshooting, such as assuring the clip delivery system (cds) was directly aligned to the clip with no tension, then rotating the actuator knob two additional rotations, and retracting, resulted in the release of the clip. The clip was deployed. A third clip was implanted and the procedure was complete with a final mr grade of 1. There were no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult clip deployment appears to be due to procedural circumstances (unintended curves/tension placed on the device by the user). There is no indication of a product quality issue with respect to manufacture, design, or labeling.